Manufacturer narrative:
One of the cobas e 801 analytical units had serial number was (B)(6). The other cobas e 801 analytical unit serial number was not provided. The expiration date for reagent lot 803198 is (B)(6) 2026 and the expiration date for reagent lot 812447 is (B)(6) 2026. The calibration and qc results were within the expected ranges. The investigation did not identify a product problem.

Event description:
There was an allegation of false positive elecsys hiv duo results from cobas e 801 analytical units. The results were 17.90 coi and 29.50 coi (reactive). Using a vidas analyzer, the result for hivag was negative. The result for a pcr (viral load) was negative.